Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that there was a large spark that in-turn caused a flare in the mouth during a tonsillectomy. The fire was doused immediately and a minor burn was noted on the inside of the cheek. The pt is home and doing fine. Coag was set at 25. The spark occurred during use of the pencil and the subsequent flash/flare occurred approximately 2-3 seconds later. The fire occurred around the mouth gag and caused some white patching burns along the inside of the right cheek.